Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Remains implanted.

Event description:
During a procedure, the surgeon had difficulty with the screws seating flush in the shell. The procedure was completed with the same screws without delay. No further information has been provided.